Event description:
An obese male pt who had hypertension and had been undergoing peritoneal dialysis had gastric by-pass surgery performed in 2005. The surgeon closed the abdomen with a large piece of unspecified mesh device, but did not close the skin. Four days later, the surgical site was examined and it was noted that enteric contents, including bile, were coming through and around the surgical site. This product was removed and replaced with surgimend that was over-sutured over the problem area by suturing into the fascia. The surgical site was covered with a wet, saline-soaked gauze dressing. Five days later, the dressing was scheduled to be changed and it appeared as though the product had disintegrated. The defect was repaired using synthetic mesh. There was no evidence of infection or inflammatory response. At this time the pt is doing fine.